Event description:
It was reported that "the tip snapped off during surgery while tightening."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.